Manufacturer narrative:
It was reported that the cautery device remained activated after releasing the cut/coag buttons. The patient suffered a small burn to the right chest. A surgical tech suffered a small burn to the right middle finger when attempting to pick it up. We have not received a sample for evaluation. This device is a component in a custom surgical pack and is manufactured by covidien. Covidien has visited the facility and conducted an investigation. As the manufacturer of the device, covidien will make the determination if any corrective action is indicated.

Event description:
It was reported that the cautery device remained activated after releasing the cut/coag buttons and the patient suffered a small burn on the chest and the surgical tech suffered a small burn to a finger.